Event description:
It was reported that pump displayed malfunction code and momentary power loss occurred to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.